Manufacturer narrative:
The e801 module serial numbers were not provided. The customer took 10 additional patient samples and performed comparison testing using the 2 reagent lot numbers. The results were comparable for each patient sample tested with lots 777942 and 803342. The investigation is ongoing.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys anti-hbs ii (anti-hbs ii) on 2 cobas e801 modules. Module 1 is using the reagent lot in question (77794203). Module 2 is using reagent lot 803342. The initial result from module 1 was "positive" with reagent lot 777942. The repeat result from module 2 was "negative" with reagent lot 803342, expiration date 30-apr-2026. The negative results were believed to be correct. The reagents were replaced on both modules and recalibrated. The sample was repeated using both reagents on both modules: module 1 (reagent 777942): 24.2 iu/l (positive). Module 1 (reagent 803342): 7.38 iu/l (negative). Module 2 (reagent 777942): 25.9 iu/l (positive). Module 2 (reagent 803342): 6.39 iu/l (negative). No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer has stopped using reagent lot 777942 and is now using only reagent lot 803342, with no further issues. Sample material was not available for the investigation. Internal control panels were checked, and no discrepancy was observed between the mentioned reagent lot numbers. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.